Event description:
A patient returning to work at a hospital made a report after having had surgery at the hospital. The patient stated they had a blister on their back from where the backpack electrode was placed and removed. This was reported by the surgery liaison nurse in same day surgery. The same day surgery nurse states she has had several complaints prior to this date about how painful it was to remove the pad and how irritated the skin was there. Since we do not have the exact pad that caused this blister the lot number entered is the lot currently in stock.